Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer¿s blood glucose (bg) level subsequently rose to 526 mg/dl, with small ketones. Customer administered a manual injection to address the elevated bg. No information was provided regarding resolution of air bubble issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.